Event description:
Customer reported recurring high blood glucose levels after starting pump use in january. Specific glucose values were unknown, with readings displaying as "high." Customer managed the situation by using correction injections and changing the infusion site if needed. Control iq feature was turned on during the events, and no third-party assistance was required. Customer was referred for further support to address ongoing issues.